Event description:
Additional information was received that there was corrosion of the bolt.

Manufacturer narrative:
The following model numbers were provided, however, it is unknown which model number corresponds to the screw in question: stp4-200, stp4-200, stp5-425, stp4-225, stp4-225, stp5-475.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that there was breakage of the locking bolt. No additional information is available.